Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: above rated burst pressure. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc tenku balloon dilation catheter device is an (B)(4) manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a de novo and eccentric lesion located in the mildly calcified mid left anterior descending artery. The lesion was pre-dilated using the 3.0 x 8 mm nc tenku balloon catheter at nominal pressure and then further dilated with the balloon at 19 atmospheres. After completion of the 2nd inflation the balloon ruptured. There was no resistance felt during advancement of the balloon catheter to the lesion. No further dilatation was required. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and scanning electron microscopy analysis were performed on the returned device. The balloon rupture was confirmed. It should be noted that the instruction for use; states, balloon pressure should not exceed the rated burst pressure (rbp). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.